Manufacturer narrative:
A manufacturing investigation was performed. The device was received with the blue piece broken. The returned cement kit was forwarded to the legal manufacturer (aap biomaterials) and was checked for conformance to the specifications. The cement kit was analyzed by the supplier in the laboratory. After disassembling and inspection of the system it was detected that the cement powder has not been mixed with the monomer (free powder is visible in the system), the piston has been moved to minimize the mixing chamber. Therefore, this error could have been blocked the paddle, the mixing rod broke during rotating movement. The retain sample of the affected batch were also checked, this retain sample operates as intended within the specified values. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). Due to intra-operative issues, device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: november 11, 2014. Expiry date: july 01, 2017. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the revision surgery on (B)(6) 2017 the cement mixer broke. While starting the cement mixture the blue piece of the cement mixer broke when moving it. Therefore, it was not possible to make the mixture. The surgery was prolonged by ten (10) minutes. No information about patient outcome was available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.